Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing a buzzing sensation when the device was turned off. The device was removed per patient's request. There were no patient complications reported.

Event description:
It was reported that the patient with this neurostimulator was experiencing a buzzing sensation when the device was turned off. The device was removed per patient's request. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing a buzzing sensation when the device was turned off. The device was removed per patient's request. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing a buzzing sensation when the device was turned off. The device was removed per patient's request. There were no patient complications reported.